Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the catheter curls when inserting." Additional information received clarified that the catheter was bent. No patient harm was reported. It was reported the catheter was removed in its entirety and was not used. The patient's condition is reported as fine.

Event description:
It was reported that "the catheter curls when inserting." Additional information received clarified that the catheter was bent. No patient harm was reported. It was reported the catheter was removed in its entirety and was not used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).